Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6004690 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to with wi version 2 on reference samples, (B)(4) samples out (B)(4) samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, (B)(4) samples out (B)(4) samples passed the test. Device history record (DHR) review: packing: the lot 6004690 was manufactured according to the wi version 109 and manufactured in the line 9, on 08/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/mar/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6004690 and no other complaint has been registered in database for the same lot 6004690 and malfunction code. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula kinked event on (B)(6) 2024. The events occurred within three hours after insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.